Manufacturer narrative:
The device was returned to w. L. Gore & associates for investigation. Submitted unfixed was one gore® excluder® aaa endoprosthesis; one trunk ¿ ipsilateral leg endoprosthesis (trunk) the lumen of the device was widely patent. The luminal and abluminal device surfaces were generally devoid of tissue except for scattered plaques of friable red/brown material consistent with dried blood. Histopathological examination was not performed due to the paucity of adherent tissue. The device was subjected to an enzymatic digestion process to remove biologic debris. Following digestion the device was examined for material disruptions with the aid of a stereomicroscope. No wear related disruptions were identified.

Manufacturer narrative:
Concomitant medical products: aspirin, amodipine besylate; fluticasone; levofloxacin; losartan potassium; meprolol tartrate; xolair. The review of the manufacturing paperwork verified that the lot(s) met all pre-release specifications. (B)(4).

Event description:
The field sales associate reported the following: on (B)(6) 2016, a patient was being treated for a dissection in the abdominal aorta with a gore® excluder® aaa endoprosthesis featuring c3® delivery system. It was reported that the physician deployed the device the contralateral leg had broken into the false lumen, resulting in the device being in both the true and false lumens. The physician then planned to convert to an aui, however when the main body deployed the limb twisted and the device shot up above the renal arteries. It was reported the physician made multiple attempts to pull down the device with a balloon, but was unsuccessful. The procedure was converted to an open procedure, and a dacron graft was sewn in. The patient tolerated the procedure. The device will be returned to gore for evaluation.